Event description:
Customer reported a patient was being set up to receive a propofol infusion during an MRI. Three sets model 20022 were connected together. A leak was immediately noted at the male luer lock connection. No patient injury occurred. The extension set was replaced and the infusion performed. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product has been requested to be returned for evaluation but to date the product has not been received. A follow up report will be submitted if further information is obtained.